Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pelvic pain') in an adult female patient who had essure (batch no. C51075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea"), infection ("infection"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms"), migraine ("migraines") and genital haemorrhage ("bleeding"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, dysmenorrhoea, infection, urinary tract disorder, dyspareunia, autoimmune disorder, migraine and genital haemorrhage outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, migraine, pelvic pain, urinary tract disorder and uterine haemorrhage to be related to essure. The reporter commented: left- 3 trailing coils, right- 6 trailing coils. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / chronic pelvic pain') in an adult female patient who had essure (batch no. C51075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea"), infection ("infection"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms"), migraine ("migraines") and genital haemorrhage ("bleeding"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, dysmenorrhoea, infection, urinary tract disorder, dyspareunia, autoimmune disorder, migraine and genital haemorrhage outcome was unknown. The reporter considered autoimmune disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, migraine, pelvic pain, urinary tract disorder and uterine haemorrhage to be related to essure. The reporter commented: left- 3 trailing coils, right- 6 trailing coils. Lot number:c51075. Manufacturing date:2014/04. Expiration date:2017/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.